Event description:
Contact reports that the set screw loosening resulted in rod pull out and the need for revision surgery.

Manufacturer narrative:
A gross dimensional evaluation confirmed the items were made to specification. No anomalies were found. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Manufacturer narrative:
Depuy spine has requested return of the devices for evaluation. A follow up medwatch report will be filed upon receipt of the devices and completion of the evaluation.